Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 170 mg/dl. The customer stated that display is running like dripping. Customer stated the pump was dropped. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked and bleeding lcd glass. The pump also had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.